Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported per the pt, his scs system has not functioned properly for over 6 months. Subsequently, the pt's pain is being treated with a pain pump and medication. However, the pt would like to resume using stimulation and would like the scs ipg explanted and replaced as the ipg is non-functional (an sjm rep confirmed) as a result of not charging.